Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ mom reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of incident and current blood glucose was 2 mg/dl. The customer was treated with manual injection and insulin pump. The customer was not wearing the insulin pump during the hospitalization and they also stated that off the pump prior to hospitalization less than forty eight hours. The insulin pump will not be returned for analysis.